Event description:
Baxter reported that there was leakage from the silicone tubing of the transfer set, which was noted during use. The set was in use for 150 days. There was no pt injury or medical intervention associated with this incident according to baxter.